Event description:
It was reported that this patient's right shoulder replacement was revised due to dislocation/poly disassociation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitant devices: 42 glenosphere, locking screw, reverse torque screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.